Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical services and were hospitalized due to low blood glucose on (B)(6) 2021. The customer's current blood glucose was 21 mg/dl. The customer was treated by food and glucose tablets. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.